Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: an initial examination of the complaint plus unit revealed no cuts or kinks on the air hose, infusion hose or fiber optic cables. Tug testing and connect and disconnect test showed no issues with the unit handshake connections. The rotablator plus unit was wire guided using a test wire guide and no issues were noted. The burr was microscopically examined. No issues were noted. The device did not have any speed issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a atherectomy treatment procedure. A guidewire fracture occurred. The lesion was located in the severely calcified mid left anterior descending artery. The physician felt strong resistance during loading the rota burr onto the rota wire. While testing the rotational speed of the burr the wire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
Same case as MDR ID # 2134265-2011-01679. It was reported that during preparation for a atherectomy treatment procedure. A guidewire fracture occurred. The lesion was located in the severely calcified mid left anterior descending artery. The physician felt strong resistance during loading the rota burr onto the rota wire. While testing the rotational speed of the burr the wire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.